Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4) h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the battery compartment was broken and the MRI battery was missing. There was also a crack on the housing near the battery compartment and the end cap was missing on the on/off switch knob. During the functional testing, the battery compartment was inspected and the relief alarm pressure test was done. The customer reported issues were confirmed. The cause of the issues was found to be a damaged battery compartment assembly and the pressure switch was out of calibration. The battery holder assembly was replaced and the pressure switch was adjusted. Other repairs include replacing the MRI battery, sintered filtered, o'rings, and missing end cap.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device was having "ped issues with alarms and issues with the high pressure alarms". The event occurred with no patient involvement and no clinical injury or adverse effects.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.